Manufacturer narrative:
The lot code provided was for a co-packed product that contained at three absorbencies/models (regular, super and super plus). The consumer was unable to recall which absorbency the issue occurred with, therefore we are unable to provide an UDI number or model. The device history record (DHR) and quality records for the given lot number were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Consumer stated 6 days after finishing her period, she experienced unusual vaginal discharge and odor. She then found and manually removed what she identified as a piece of tampon pledget inside of her vagina. She was fairly confident no other pieces remained inside. Since then, the discharge and odor resolved. A week later, she started experiencing pain during urination and abdominal pain. Consumer was able to see her doctor who confirmed no pieces remained. She was diagnosed with a vaginal bacterial infection which turned into a vaginal yeast infection. Medication was prescribed, infection is now resolved. Consumer is no longer experiencing symptoms and doing well. Consumer reported using two different lots of u by kotex security product. She is unsure which absorbency or lot may have caused an issue. The information for the other lot is reported under 2381757-2018-00029. No further information is available at this time.